Event description:
During percutaneous transluminal angioplasty to the femoral popliteal artery balloon was reported to have burst. No anomalies were noted during product inspection and preparation prior to use. Product was prepped and used following the instructions for use (IFU). The vessel was described as calcified. An indeflator was used for inflating balloon;however, the report indicated that at about 8atm, the balloon burst. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty. There was no adverse consequence to the pt. This product has been returned for evaluation and testing; however, the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.